Event description:
A zero tip was removed from the packaging and it was noticed that one of the tynes (wires) of the basket was broken. The basket was discarded and another zero tip nitinol stone retrieval basket was used successfully. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation has not been performed; therefore a failure analysis is not available.